Event description:
The reporter stated that the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the lens tore. There was pt contact but no injury, no sutures or widening of the incision. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn. One haptic was torn and the other haptic was torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.